Event description:
Customer reported the images turn black when shifting the c from ap to lateral position. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended.